Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not showing up. A field service engineer found that the main half height drawer 4.1 row was not being detected on the bus and was also not detected in hardware test application mode. Checked the pockets and trays and found that the row board cable was partially unseated and reseated the row board cable at both the tray and the drawer controller and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that multiple rows of cubies did not display in the 4.1 drawer. Medications were loaded in the phantom pockets, and several other pockets were failing to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.